Event description:
On (B)(6) 2007, a monarc sling was implanted. On (B)(6) 2011, it was alleged that the patient has experienced pain suffering, impairment and disability as a result of the implanted "pelvic mesh products."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.